Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device reached end of life (eol) unexpectedly. Technical services recommended to replace the device. The replacement procedure was scheduled but the patient keeps postponing it as she does not want to change the device yet. The patient was informed in writing about the necessity and was documented by clinic and practice. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device reached end of life (eol) unexpectedly. Technical services recommended to replace the device. The replacement procedure was scheduled but the patient keeps postponing it as she does not want to change the device yet. The patient was informed in writing about the necessity and was documented by clinic and practice. This device remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient was lost to follow-up but eventually came back in to inquire about a revision procedure. The s-ICD was unable to have telemetry established with it as the battery had depleted. Surgical intervention was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, and the battery was confirmed to be completely depleted. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device reached end of life (eol) unexpectedly. Technical services recommended to replace the device. The replacement procedure was scheduled but the patient keeps postponing it as she does not want to change the device yet. The patient was informed in writing about the necessity and was documented by clinic and practice. Additional information provided from the field indicated the patient was lost to follow-up but eventually came back in to inquire about a revision procedure. The s-ICD was unable to have telemetry established with it as the battery had depleted. Surgical intervention was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.